Event description:
It was reported that the pt experienced no stimulation. The battery had stopped working. The device was non-functioning. The neurostimulator was replaced. The new neurostimulator was working and the pt recovered without sequela.